Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record review was performed on part # 357.372, lot # 6662205: release to warehouse date: 09-may-2011, expiration date: na, made by: (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade inserter was found damaged. On (B)(6) 2017 the inserter was used without incident during a surgical procedure; no malfunction was noted. On (B)(6) 2017, the inserter went through sterile wash in the sterile processing department. On re-assembly, the inserter did not attach to a helical blade. It appeared that a notch at the end of the inserter had broken off. Concomitant device reported: helical blade (part# unknown, lot# unknown, quantity: 1). This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (helical blade inserter, part number 357.372, lot number 6662205). The subject device was returned with the complaint condition stating: the 357.372 lot number 6662205 helical blade inserter was returned and reported to have become damaged. This complaint condition was likely caused by over five years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 357.372 helical blade inserter is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported to have become damaged. This condition is confirmed; the pin along the inner circumferential edge of the alignment indicator is missing and was not returned. The device will not function correctly without the missing pin. It is likely that over five years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 5/2011 and is over five years old. The balance of the returned device is in fairly worn condition with markings and superficial wear along the length of the shaft. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers. It is likely that over five years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.